Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 442 mg/dl. The customer gave herself 9 units with the insulin pump. The customer reported that the she a no delivery alarm and beep anomaly on the insulin pump. The troubleshooting was performed. The no delivery alarm was resolved by a complete set change and the beep anomaly was resolved by changing alert type to vibrate. The customer was assisted in performing self test and the test passed. The customer stated that the insulin pump did vibrate during the self test. The customer will monitor her insulin pump and call us back if she has any problems.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.